Manufacturer narrative:
Correction: additional information was received that the lead was caused or contributed to the issue. This device is no longer considered reportable on this event.

Event description:
Additional information was received that the lead was caused or contributed to the issue. This device is no longer considered reportable on this event.

Manufacturer narrative:
Correction: additional information was received that the lead was not caused or contributed to the issue. This device is no longer considered reportable on this event.

Event description:
Additional information was received that the lead was not caused or contributed to the issue. This device is no longer considered reportable on this event.

Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140064.

Event description:
It was reported the patient experienced auto reducing. Surgical intervention may be pending to address the issue. Note : it is unknown which lead is related to this issue.